Event description:
It was reported that the devices were implanted in 2004. The screws and the plate started to back out. A revision surgery was done in 3 weeks to replace the device using another system.